Manufacturer narrative:
Correction: annex a: a1301 annex c: c0201 annex d: d15 annex g: g04070 additional information: annex a: a08, annex c: c16 annex d: d03 annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pca module issue of ¿failed binary switches¿ was confirmed on six (6) devices during the investigation. On 20nov2024 and 25nov2024, six (6) pca modules were received unboxed and with paperwork. Testing demonstrated the pca modules failing the door closed switches test with the use of asft program in the bd san diego operation¿s lab. An internal inspection identified the door strikeplate misaligned, not properly pushing the door closed switch to activate the sensor when the front door is closed and locked. The pca modules will be returned to bd san diego repair center for normal processing. The issues identified were corrected in bd san diego operation¿s lab, therefore, device repair will not be required by bd san diego repair center. The failure investigation report will be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in binary switches test. There was no patient involvement.

Event description:
It was reported that the device had failed in binary switches test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in binary switches test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated pca module issue of ¿failed binary switches¿ was confirmed on six (6) devices during the investigation. On 20nov2024 and 25nov2024, six (6) pca modules were received unboxed and with paperwork. Testing demonstrated the pca modules failing the door closed switches test with the use of asft program in the bd san diego operation¿s lab. An internal inspection identified the door strikeplate misaligned, not properly pushing the door closed switch to activate the sensor when the front door is closed and locked. The pca modules will be returned to bd san diego repair center for normal processing. The issues identified were corrected in bd san diego operation¿s lab, therefore, device repair will not be required by bd san diego repair center. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.